Event description:
A baxter service technician reported an infusion pump with an 550 failure code found during service. The hosp rep stated they have no record of any pt incident involving the pump sine the last baxter service event.